Event description:
Pro-water .014/180 cm hydrophilic wire bent and almost broke off while in a pt's coronary artery during a percutaneous coronary intervention. The entire wire was retrieved without harm to the pt.